Event description:
Patient reported receiving an unk elevated blood glucose level of 200-260 mg/dl at noon on (B)(6) 2010; took correction with the infusion device but blood glucose level remained elevated. Patient stated her blood glucose level was 354 mg/dl on (B)(6) 2010 at noon; took correction with the infusion device but again blood glucose remained elevated. Patient's normal blood glucose level is 100-120 mg/dl. Pt reported that at approx 5:30pm - 6:00pm the infusion device displayed an e7 (electronic error) alert. Patient stated she changed her backup infusion device, and then took a correction with the device. Patient reported the backup infusion device had the same basal rate as her primary device. Patient stated on (B)(6) 2010, she may have had the flu. Patient reported her blood glucose level is okay at this time. No further info is available. The patient did not required assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.